Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion alarm event on (B)(6) 2025. Blood glucose level was 600 mg/dl at the time of the event due to which patient required assistance from hospital staff and got treated with intravenous (IV) bags. Patient was found positive for ketones level and ketone levels were found to be life-threatening. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under , investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results. A complaint investigation was conducted based on the event description and the assigned malfunction code occlusion issues-cannot be determined. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high level investigation was conducted for the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to autosoft 90, trusteel, and varisoft product families. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of applicable risk management documentation. No systemic issues were identified during this high level review. Please refer to the attached memos for full details. Autosoft 90 occlusiondocx. Trusteel occlusion.docx. Varisoft occlusion.docx. Enclosure 1: eqms search results . Enclosure 2: maintenance results . Enclosure 3: raw data for complaint trending . CAPA determination. Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion. Due to the absence of a lot number, part number, and returned product, the investigation was limited to a high level review of the assigned malfunction in relevant soft cannula infusion set products distributed to the customer. This included but it was not limited to autosoft xc, autosoft xc (5 inch), autosoft 90, autosoft 30, autosoft 30 t-lock, and varisoft product families. The review included an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available.

Event description:
To date no additional patient or event details have been received.